Event description:
On (B)(6) 2013, it was reported that the patient was seen in the clinic for an increase in seizures. Additionally, diagnostics indicate the vns device had high lead impedance. A lead compromise was suspected and the possibility of a full vns revision would be discussed with the patient. Follow up with the physician found that the patient's mother reported the patient fell two months ago and has slowly been experiencing an increase in seizures since. The vns device was disabled due to the high lead impedance. The patient's mother reported that the patient was doing well with the vns prior to the high lead impedance. Clinic notes confirm that for the past two months, the patient has been having an increase in seizures. The patient had two grand mal seizures and the patient's mother stated that the vns has not een working. Diagnostics indicate high impedance and eos = no. The notes state the patient would have x-rays taken and was advised on medications. Vns replacement surgery was performed on (B)(6) 2013. Attempts were made for additional information; however, they were unsuccessful.

Manufacturer narrative:
.